Manufacturer narrative:
The pod was received with the cannula not deployed. Pod download data revealed that the pod completed only first priming and it was in pod state 14. This indicated that the user did not initiate needle deployment and did not complete priming within the specified time period after filled. The pod could not be activated in this state and thus, both the needle deployment and fluid delivery were prohibited. No issues were found in the device that would result in the reported needle mechanism failure to deploy needle/cannula.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached over 380 mg/dl.